Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the gas flow does not shut off. The gas flow continues to flow marginally when the device is off. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt. Investigation in process, but not yet completed.